Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ca 19-9 immunoassay (ca19-9) on a cobas 8000 e 801 module (e801). The sample initially resulted as 275 u/ml and this value was reported outside of the laboratory to the doctor. The sample was repeated twice on (B)(6) 2017, resulting as 42.7 u/ml and 42.4 u/ml. A new sample was collected from the patient and tested on (B)(6) 2018, resulting as 46.1 u/ml. No adverse events were alleged to have occurred with the patient. The ca 19-9 reagent lot number was 258852, with an expiration date of 28-feb-2019. Calibrations performed before and after the event were acceptable. Quality controls showed good recovery. No control details were provided for the date of the event. A general analyzer or reagent issue could not be identified. The investigation was unable to find a definitive root cause.